Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. The user felt a change in sound about 14 months ago (beginning 2021). After re-fitting, the auditory benefit with the device was not sufficient, so the user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user felt a change in sound with the device in early 2021. After re-fitting, the auditory benefit with the device was not sufficient, therefore the user was re-implanted on (B)(6) 2022.